Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was not flushed with detergent.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive had a white clouded area, the distal end was burned, the scope connector was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope malfunctioned. The customer did not know when the foreign material adhered to the scope. The customer noted the scope was stored in a plastic bag after the alcohol flush and the scope may not have been properly dried. There was no delay to the start of precleaning, water was aspirated through the instrument/suction channel, and the instrument channel was brushed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found foreign material came out of the suction port due to clogging of the suction tube in the universal cord. The report is being submitted due to foreign material in the scope found during evaluation.